Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a late-night low glucose event to 60 mg/dl of unclear cause while using the ilet system and self-treated with oral carbohydrates, including soda and peanut butter. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding any specific medical device problem or device component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.